Manufacturer narrative:
As reported, the advancer tube used to compress the sealant of a 5f mynxgrip vascular closure device (vcd) was not within the device, during deployment. The device was removed and manual compression was held to get hemostasis. There was no reported patient injury. The device was stored as per the labeling and was opened in a sterile field. The intended procedure was a diagnostic heart catheterization. The procedure used a retrograde approach. The user was trained on the use of the mynx device. The mynx vcd was prepped per the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The sheath used in conjunction with the mynxgrip was a non-cordis device. The user shuttled down completely and there was no significant resistance when shuttling down. The patient was neither hospitalized nor was the patient's hospitalization extended as a result of the event. The patient is noted to have recovered. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle, the syringe was connected to the device with stopcock open, the procedural sheath was fully retracted, the sealant was deployed on the catheter shaft, and the advancer tube was found to have remained in the manufactured position as received. The condition of the returned device indicates a device failing to deploy. The catheter and shuttle cartridge were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. Shuttle down procedure was simulated, and the advancer tube was found properly engaged to the proximal tamp lock during the investigation. The returned device performed as intended per the mynxgrip instructions for use (IFU). No anomalies were observed. The advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. The tamp locks were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. No damages or anomalies were observed. A product history record (phr) review of lot f1900201 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿missing advancer tube¿ was not confirmed through analysis of the returned device since it was found in its manufactured position. The exact cause of the issue experienced could not be determined during analysis of the returned device. Based on the information available for review and the product analysis, procedural/handling factors (such as an incomplete engagement of the advancer tube) most likely contributed to the issue with the advancer tube reported since it was returned in its manufactured position. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review, nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the advancer tube used to compress the sealant of a 5f mynxgrip vascular closure device (vcd) was not within the device, during deployment. The device was removed and manual compression was held to get hemostasis. There was no reported patient injury. The device was stored as per the labeling and was opened in a sterile field. The intended procedure was a diagnostic heart catheterization. The procedure used a retrograde approach. The user was trained on the use of the mynx device. The mynx vcd was prepped per the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The sheath used in conjunction with the mynxgrip was a non-cordis device. The user shuttled down completely and there was no significant resistance when shuttling down. The patient was neither hospitalized nor was the patient's hospitalization extended as a result of the event. The patient is noted to have recovered.